Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they were experiencing high blood glucose level. The high blood glucose level of customer was 450 mg/dl. The current blood glucose level of customer was 189 mg/dl. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. It was found that customer had not experienced symptom related with high blood glucose level. Customer was treated with manual insulin injection. Customer allege that insulin pump was under delivering insulin. The reservoir had air bubble which was noticed during therapy. Troubleshooting was performed. The insulin pump will be returned for analysis. Frn-mmt-332-rsvr, unomed inf set,

Manufacturer narrative:
On the event date (B)(6) 2022. Customer returned pump for an alleged high bgs. Device passed stop current, run current, self test, off no power, a21 error test, rewind, basic occlusion, occlusion, prime/a33, excessive no delivery test and displacement test. Device passed delivery accuracy test .08740. Device history download using thds was successful. Unable to confirm reported event date & time and to verify whether alarm occurred during basal or bolus due to not found in the formatted history file on the event date. Carelink downloaded and function properly. Test reservoir lock properly inside the reservoir tube. The following were noted during visual inspection: cracked battery tube threads. Device passed required testing. Device functioning properly during testing. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.